Event description:
The following has been reported: pump reported not working, unknown issue, biomed did not test pump. A review of the logs has allowed fresenius kabi engineering to review and identify the following issue: processor hardware failure (linux core) reporting due to referenced issue. No adverse effects were reported. The device was received back for investigation. The system on module (som) was found to be defective. This has been escalated internally as a scar and CAPA. Fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.